Event description:
It was reported "balloon did not unwrap completely and needed to be replaced". Additional information states that manual inflation was used to continue therapy. The original catheter remained in place and was adequate for therapy. No patient injury or consequence reported. The patients current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint for iab "not unraveled completely" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c omplaint will be monitored for any developing trends.

Event description:
It was reported "balloon did not unwrap completely and needed to be replaced". Additional information states that manual inflation was used to continue therapy. The origional catheter remained in place and was adequate for therapy. No paitne injury or consequence reported. The patients current condition is reported as "fine".